Event description:
Reported events: 1. 3 patients experienced infection in the surgical site and underwent system explant. 2. 7 patients experienced implantable neurostimulator (ins) ¿dysfunction¿ with recurrence or worsening symptoms. 6 of these patients underwent device removal surgeries. 3. 3 patients experienced lead/paddle migration. It was noted that an unknown number of these patients underwent a revision procedure to address the issue; however, it was known that overall, 4 total patients underwent revision surgeries who had experienced either lead migration (3 total cases) or pocket pain (6 total cases). Additional information has been requested to determine a specific breakdown. 4. 6 patients experienced pocket pain. It was noted that an unknown number of these patients underwent a revision procedure to address the issue; however, it was known that overall, 4 total patients underwent revision surgeries who had experienced either lead migration (3 total cases) or pocket pain (6 total cases). Additional information has been requested to determine a specific breakdown. 5. 4 patients experienced csf leak in the form of wet tap during the trial phase. These patients were managed by a blood patch and f ollowed-up with conservatively for two weeks before then redoing their trials. 6. 2 patients experienced ¿lead dysfunction.¿

Manufacturer narrative:
Literature citation: elkholy mae, nagaty a, abdelbar ae, simry ham, raslan am. Effect of spinal cord stimulation on quality of life and opioid consumption in patients with failed back surgery syndrome. Pain pract. 2023;doi:10.1111/papr.13300 literature summary: the authors assessed the change in pain scores, quality of life, and opioid medication intake as an outcome of n euromodulation procedures performed on patients diagnosed with failed back surgery syndrome, and to detect the post-procedure complications. It was found that spinal cord stimulation is an effective modality of treatment for cases of failed back surgery syndrome with a statistically significant reduction in pain scores and a significant improvement in quality of life. Also, it achieves a recognizable reduction in opioid analgesic medications, with a reliable safety profile as detected with the recorded post-procedure complications. However, randomized controlled trials with more patients and long-term follow-up are highly recommended. A2: this value is the average age of the patients reported in the article as specific patients could not be identified. A3: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. B5: it was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D: please note the authors stated that only 4 of 31 patients were implanted with medtronic devices, with no further specific details noted. Follow-up has been initiated to determine which of the reported events, if any, were actually associated with medtronic devices. Section d information references the main component of the system from the first event; other applicable components are: product ID neu_ins_stimulator lot# unknown serial# implanted: explanted: ubd: unknown, UDI#: unknown product type implantable neurostimulator, product ID neu_unknown_lead lot# unknown serial# implanted: explanted: ubd: unknown, UDI#: unknown product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.